Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On 20 november 2024 leica biosystems received the confirmation, that the customer experienced suboptimal tissue processing on their tp1020, tissue processor. As a result the tissue was undiagnosable.

Manufacturer narrative:
On january 20, 2025, a leica biosystems service engineer visited the customer site as per customer request. A standard preventive maintenance was carried out at the time of the visit. No technical problems were found. The reagents were found to be contaminated and the customer was advised to exchange all reagents before returning the instrument to regular use.